Event description:
This is a spontaneous case report received from a physician in (B)(6) on 14-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for sterilization. The essure procedure was straight forward and non-complicated. It took 6 minutes and showed 2 and 3 trailing coils respectively. In (B)(6) 2015 fallopian tubes were patent at 3 months on hysterosalpingogram and in (B)(6) 2016 fallopian tubes were patent at 6 months on hysterosalpingogram. Follow up information received on 29-mar-2016 from physician: at the reporting time, the patient has not yet had a tl (understood as tubal ligation); the procedure will be offered but she has (B)(6). Alternatively the physician would refer for a vasectomy. The patient had no injury. Follow-up information received on 26-apr-2016 from physician: the patient was having recurrent bacterial vaginosis and dyspareunia. Follow-up received on 28-jun-2016: patient personal data was updated. Essure procedure was done on (B)(6) 2015, uncomplicated, essure coils noted on both side, 2 coils trailing on right side. Discomfort was noted with procedure. On (B)(6) 2015 a hysterosalpingogram was done and showed left fallopian tube patent & free peritoneal spill on the left. The right tube appears to be satisfactorily occluded. Patient was advised to continue with contraception until specialist review. On (B)(6) 2016, another hysterosalpingogram showed flow of contrast through right fallopian tube with free peritoneal spill on the right. There is a trace of contrast also evident adjacent to the left essure implant. The right fallopian tube remains patent. Appearances on the left suggest persistent patency of the left tube also. Patient advised to continue with contraception until specialist review. On (B)(6) 2016, both tubes were dissected free and removed using bipolar diathermy & scissors. Tubal stumps diathermy. Mirena was inserted. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and underwent a hysterosalpingogram (hsg) at 3 months after essure insertion and the result showed left fallopian tube patent & free peritoneal spill on the left. At 6 months after insertion, another hsg was performed and the result showed right fallopian tube remains patent and appearances on the left suggest persistent patency of the left tube also. About 9 months later, both tubes were dissected free and removed using bipolar diathermy & scissors. Tubal stumps diathermy. The reported events, interpreted as device ineffective on both fallopian tubes, are listed in the reference safety information for essure. In this case, fallopian tube patency were confirmed more than 3 months after insertion. Based on this information, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were added. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 10-aug-2016 - quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded. However, a lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-aug-2016 for the following meddra preferred term: device ineffective. The analysis in the global safety database revealed 192 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.